Event description:
Per article "lardanchet j-f, et al. One-year prospective comparative study of three large-diameter metal-on-metal total hip prostheses: serum metal ion levels and clinical outcomes. Orthopaedics & traumatology: surgery & research (2012), doi:10.1016/j.otsr.2011.11.009". Patient had common fibular nerve palsy.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00381, 00383.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend. The package insert was also reviewed. The product was not returned. Undetermined.